Manufacturer narrative:
The device was examined under 30 x magnifications. The device appeared intact. All coils bonds were present. There was no evidence that the hydrophilic coating was removed from the guidewire. The device was examined for excessive od by using a micrometer as a go-gauge. The micrometer was set at 0.0105'' diameter and the sample was inspected under 10 x magnifications as it was translated and rotated through the micrometer. The device passed though easily with no resistance felt between device and micrometer. Data and device history record review was done and no known non-conformities were found in the manufacturing process. The failure reported by the customer as "coating separated" was not confirmed, the sample was inspected under a microscope and there was no evidence that the hydrophilic coating was removed from the guidewire. The cause of the event experienced by the customer could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. Note: evaluation codes and additional information will be submitted in 30 days.

Manufacturer narrative:
There was resistance during advancement to the agility 10 soft guidewire into the sl10 microcatheter. Therefore, the guidewire was pulled out and it was reported that the coating of the guidewire seemed to be gone. The entire guidewire was removed and no component parts/pieces came off in the patient. Prior to use, the guidewire was removed from the dispenser by the distal floppy end with no kinks or damages noted. The tip of the guidewire was re-shaped with the shaping needle. Prior to the event, the wire had been used to treat another lesion, a distal aneurysm. There were no unusual vessel characteristics. There was no difficulty tracking the guidewire through the vessel, and no drilling or jack-hammer technique used and the wire tip was visible with fluoro throughout the procedure. The wire behaved normally with good torque response. It was not advanced through a stent and there was not repeated prolapsing of the device; however, it did remain in a prolapsed position during procedural use. The returned agility guidewire was examined under 30x magnification. The device appeared intact. All coils bonds were present. There was no evidence that the hydrophilic coating was removed from the guidewire. The device was examined for excessive od by using a micrometer as a go-gauge. The micrometer was set at 0.0105" diameter and the sample was inspected under 10x magnification as it was translated and rotated through the micrometer. The device passed though easily with no resistance felt between device and micrometer. Data and device history record review was done and no known non-conformities were found in the manufacturing process. The reported coil damage was not confirmed with analysis. With microscopic examination there was no evidence of any removal, missing or damages to the hydrophilic coating. Additionally the od was within specification and there was no resistance with functional testing. The records indicated that the product met specification prior to shipment. The cause of the reported event could not be determined; it appears that procedural factors possibly including the concomitant microcatheter and vessel characteristics may have contributed. However, the returned device did not present with any indication of manufacturing defect or anomaly. Therefore, no corrective action will be taken at this time.

Event description:
The physician felt resistance during advancing this microwire into sl10 microcatheter. Therefore, the microwire was pulled out and found that the hydrophilic coating of the microwire seemed to be gone. Additional information received from the affiliate indicated that the entire component was withdrawn with no piece of the coating remained in the patient. There was no kink wire or damage in any way prior to insertion into the patient was observed. The wire was reshaped with the needle included in the package and was used for treatment of distal aneurysm. The wire tip was visible on fluoroscopy throughout the procedure. There was no difficulty tracking the wire through the vessel and behaved normally. The wire did not kink while it was being used and did not advance through the struts of an existing stent, nor advance into the distal vasculature. The tip remained in a prolapsed position during treatment of the lesion. The procedure was not for treatment of a bifurcation lesion and the wire was not torque against resistance. The wire was removed intact in one piece from the patient. The wire is going to be returned for evaluation.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.